Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a shoulder revision surgery was needed as the implant became loose. The revision surgery was finished successfully. No further information provided. Updated information obtained 20-apr-2020: further information were provided that the initial surgery was performed on (B)(6) 2020 and the revision surgery was performed on (B)(6) 2020. The revision surgery was finished successfully with a new device with the same part number.

Manufacturer narrative:
Complaint not confirmed. The device was returned free of damage and was found to meet dimensional specifications. A potential cause of dissociation is improper and/or incomplete mating of the taperlock feature due to interference from surrounding tissue.